Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 9:30 am, the patient obtained the blood glucose reading of 350 mg/dl and she experienced the symptoms of frequent urination and fatigue. The patient claimed she "was unable to bolus" with her replacement pump, and that she had not programmed the replacement pump with her advanced settings. The patient was able to retrieve her old pump and was able to locate her advanced settings and programmed the replacement pump. Afterwards, she gave herself a bolus dose of insulin via the pump of 16.0 units, and her subsequent blood glucose reading at 12:00 pm was 179 mg/dl and her symptoms subsided. During the troubleshooting telephone call, the technical support representative reviewed the pump settings and determined they had been set correctly. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by not programming the pump with her correct settings. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and the patient received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.